Event description:
The physician chose to verify the functionality of a riata lead by delivering a test shock with the ICD. After the test shock, this device could not be interrogated. The physician replaced this device and the competitive rv leads.